Event description:
A treatment provider reported a patient who was treated with cooladvantage, coolcurve+ contour on (B)(6) 2019 to the upper and lower abdomen. The patient presented with hyperpigmentation, swelling, numbness and hardness with onset in (B)(6) 2019 and diagnosed on (B)(6) 2020 with pah in upper abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
A treatment provider reported a patient who was treated with cooladvantage, coolcurve+ contour on (B)(6) 2019 to the upper and lower abdomen. The patient presented with hyperpigmentation, swelling, numbness and hardness with onset in (B)(6) 2019 and diagnosed on (B)(6) 2020 with pah in upper abdomen.